Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to liquid inside the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus technician (tech) was dispatched to the user facility following the reported event. During the visit, the tech confirmed that the clv-190 (light source) & cv-190 (imager) were ¿ok¿. However, moisture was found in the endoscopes and the supply connector could not be properly dried. Tech confirmed that the gif-hq190 & cf-hq190 should both be sent in for repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying b30 scope communication errors with multiple different endoscopes during procedure preparation. According to the initial reporter, the error first occurred on an olympus evis x1 video system center, and then later on a evis exera iii video system center. Reportedly, the processor was restarted between the two instances. Additional clarifying details relating to the patient, devices, and event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that all answers to the requested questions are "unknown". However, the initial reporter did confirmed that there was no patient or user harm as a result of this event.